Event description:
Customer reported a cartridge error that could not be confirmed in the system's history. Blood glucose level at the time of the event was between 200-230 mg/dl, which is discussed but no adverse impact is specified. Customer was instructed to replace the cartridge to resume insulin delivery, but no further troubleshooting was possible since the error could not be confirmed, even after attempting to upload data, which remained in progress.